Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that the robotic assisted saw interface device (right) had an undetermined malfunction. It was further reported that the saw console had a connection failure and the expected distance between the saw and device had been connected. During an in-house engineering evaluation, it was determined that the sasi clamp was loose. There were no delays in the procedure as manual instruments were used to complete the surgery successfully. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11: additional narrative: d10: concomitant med products and therapy dates: velys base station device, 01 oct 2024. The actual device was returned for evaluation. Visual analysis of the right-sasi device revealed no significant damage or visual defects. The device shows moderate wear, which is consistent with multiple uses in a clinical setting. A functional test was performed using the saw wing fixture. The assessment found that the sasi saw clamp lever articulated freely without the fixture engaged. However, during functional testing with the fixture attached, undesired movement or play was observed between the sasi clamp and the sasi itself. Additionally, it was noted that minimal force was required to open the saw clamp lever while the saw wing fixture was engaged. Additionally, another functional test was performed using the saw handpiece e-connector. The connection was established smoothly and plugged into the sasi all the way with no issues observed, no looseness was observed when the plug was fully pushed into the sasi. Furthermore, the sasi was able to be assembled when attached to the articulating planar arm with the sterile drape gasket in position. The assembly was secure and rigid, and no amount of vibration or jerky movement could contribute to the saw clamp lever and planar clamp opening on its own; only when applying external force to the lever would cause the sasi clamp to disengage. Although a surgical environment could not be re-created for testing purposes, the laboratory assessment found the saw handpiece e-connector and articulating planar arm connections with the sasi secure. The issue related to the looseness is being addressed through a CAPA. The assignable root cause was due to design.